Event description:
It was reported that there was a lead alert for low impedance. An x-ray confirmed that the distal end of the lead had twisted and "moved back" and this was the second time this had happened. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.